Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The leaflets were very thin and had an indentation in the grasping area. After deployment of the first clip, a single leaflet device attachment (slda) occurred. Two additional clips were implanted to stabilize the first clip. Mr was not reduced and remained at grade 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information, a cause for the reported single leaflet device attachment (slda) is due to patient anatomy. Additionally, the reported effect of mitral regurgitation (mr) appears to be cascading effects of the slda. The reported patient effects of mr and tissue injury are listed in the mitraclip g4 clip delivery system instructions for use as known possible complications associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances, as the patient was additional mitraclips were implanted to reduce mr and treat slda. There is no indication of product issue with respect to manufacture, design, or labeling.